Manufacturer narrative:
(B)(4).

Event description:
This lead had micro-dislodged and had high thresholds and was repositioned on (B)(6) 2017. It was explanted on (B)(6) 2017 due to high impedances, high thresholds and low sensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that the bending was due to mechanical forces applied during the surgery. Further inspection revealed approx. 13 cm distal to the is-1 connector pin in the region of the suture sleeve deformations of the outer conductor coil. Based on the characteristics, it is reasonable to assume that these deformations resulted from a tight suture. Furthermore, cuts in the insulation were observed which occurred most likely during the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.